Event description:
Emt's responded to a person described as in full cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and an unk number of countershocks delivered. The pt's rhythm converted into a non-shockable rhythm and external pacing initiated. According to the reporter, each time the operator pushed the "pacer" button, the device alarmed "leads" and would not pace the pt. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.